Event description:
The customer contacted physio-control to report that their device had a service indicator present and would intermittently not complete the boot-up cycle. As a result, defibrillation therapy could be delayed or not available, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the patient parameters (pp) pcb assembly to resolve the reported issue. After completing other, unrelated, repairs, physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5. Ic chip u5 caused a fuse, designator f3, to blow, causing the unit to go into a constant reset and not complete the boot up cycle.